Event description:
Account reports one incident in which a secondary set with an attached needle lock device was being removed from the injection site, when the injection site "dislodged". This resulted in air entering the central line, however, no pt compromise due to nurse being "right there." Per written report: nurse attempted to attach a needle-lock device, when she twisted device into port to secure the rubber port popped off. The tubing immediately began to suck air." "I attempted to plug a needle into it and rubber part popped off. I used a real needle. If I hadn't been right there the pt could have had air emboli (it was an arterial line)."